Event description:
The balloon involved in this event is not confirmed to have been manufactured by getinge.

Manufacturer narrative:
After further review, the emdrs for this complaint were incorrectly submitted. The complaint was created in error; the balloon involved in this event is not confirmed to have been manufactured by getinge; no report is required. As a result, no follow-up emdr is necessary. Please cancel it in your database.

Event description:
It was reported during intra-aortic balloon therapy, a balloon ruptured, and the pim was contaminated, resulting in patient harm.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.